Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, disability, and impairment.

Manufacturer narrative:
The product family for this women's healthcare product is unk; therefore, the associated labeling and dfmea could not be determined for review.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the ajust® sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/typically too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, vagina, rectum or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced abdominal pain, burning, frequency, urgency, infection, nocturia, pelvic pain, recurrence, stress, urge urinary incontinence, back pain, cramping, pressure, urinary tract infection, interstitial cystitis, ovarian cyst, erythema, suprapubic pain, pressure, vaginal pain, nocturia, tenderness, left flank pain, dysuria, elevated blood pressure, discomfort, blood, red blood cells, gram positive bacillus in urine, fibroids, weight gain (weight fluctuations, joint, bone pain, pyuria, pain with intercourse and non-surgical intervention.